Event description:
It was reported by the rep the device was used in a laparoscopic cholecystectomy. It was reported the trocar cannula broke off. The rep has no further info at this time and will report further after scheduled meeting with surgeon on 05/05/1999.